Event description:
The customer reports that the ars (syringe) leaked and there was a lack of white fixing clamp during functional testing and prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cs-27702-e kit. The arrow raulerson syringe (ars) was evaluated for this investigation. Visual examination of the ars did not reveal any defects or anomalies. After the ars failed the functional inspection, the handle was broken to examine the valve inside. The valve consists of two bi-lateral valve pieces and a spacer. A small puncture hole was observed in the center of the top valve. Though there was no hole in the bottom valve, a small circular indention was found near the center of the valve. There was evidence of the slits in the center of the valves. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did not snap back to a position = 1cc. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample did not pass the functional inspection. A push leak test was performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. The plunger was not able to be fully compressed, therefore, the ars passed the push test. Water was aspirated into the returned ars. Water and air filled the syringe with a significant amount of air bubbles entering. A lab inventory 0.032" guide wire was passed through the valve in the ars handle and no resistance was met. A device history record review was performed and no relevant findings were identified. The customer reported issue of the ars syringe leaking was confirmed during functional testing of the returned sample. Functional testing was performed on the returned ars syringe and it was confirmed that the seal was faulty. Examination of the valve halves revealed a small puncture hole in the top valve and damage to the bottom valve. Although the ars did not meet functional requirements and damage to the valve was observed, a probable root cause could not be determined as the ars components are 100% vacuum tested after assembly and the defect could not be replicated within standard manufacturing processes. A CAPA has been initiated to further investigate this complaint issue.

Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates an ars leak in use. The ars contained obvious signs of use.

Event description:
The customer reports that the ars (syringe) leaked and there was a lack of white fixing clamp during functional testing and prior to patient use.